Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, aux drawer 1 failed to stay closed. The user attempted to recover storage space as troubleshooting step, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the field service engineer (fse) arrived on-site and was informed by the customer that the failed storage space had been successfully recovered by removing medication packaging from the rear panel, and no further investigation was required for the device. The system functioned as intended after the customer resolved the issue.